Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer¿s blood glucose level was 484 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised they notice their blood glucose was high and they realized air bubbles inside the reservoir. Customer advised there were multiple air bubbles. Customer was advised to change out their infusion set, tap the reservoir to gather the air bubbles. Customer advised they were unsuccessful in removing the air bubbles.